Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being treated at outside hospital for recent infection of gbs (group b strep) bacteremia, status post four week treatment with antibiotics. It was noted that he outside hospital suspected either a spinal source or device related infection. The patient was transferred to another hospital for dislodgement of PICC line and implantable cardioverter defibrillator (ICD) system extraction as it was determined a device related infection. A new cardiac resynchronization therapy defibrillator (crt-d) system was implanted six days later. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.